Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they performed a lookback due to quality controls (qc) outliers and identified an elevated concentrated carbon dioxide (co2_c) result on the atellica ch 930 analyzer that repeated lower. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse determined that there were water droplets from the tip of reaction washer (rw) probe 1 dispense and a valve malfunctioned. As a result, the cse replaced rw probe 1 dispense (r1d) valve. Further, the cse verified proper aspiration and dispense from rw probe 1 and determined that the leak was addressed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An elevated concentrated carbon dioxide (co2_c) result of >40 mmol/l was obtained on a patient sample on an atellica ch 930 analyzer. The result was reported to the physician. The sample was reprocessed on an alternate atellica ch 930 analyzer. The repeat result recovered lower. The customer did not report the repeat result due to the time between the analyses and instability of co2_c in sample storage. The customer added a ¿questionable result¿ comment to the initial result reported. There are no known reports of patient intervention or adverse health consequences due to the event.